Event description:
The facility representative reported a pump that shuts down while expected to be in an "on" state. The event occurred during biomed testing. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be received, and an evaluation is completed.